Event description:
It was reported, by the patients' wife, that the patient passed away. She stated that the cause of death was complications following the implant of spinal cord stimulator (scs) system. No additional information has been received.